Manufacturer narrative:
Date of report: 03jul2019. Date received by manufacturer: 22jun2019. The touchscreen was received for evaluation. After testing, it was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. The service engineer (se) inspected the device. The se replaced the touchscreen and the ventilator passed all testing.

Event description:
It was reported that the ventilators touchscreen was not working. No patient harm reported. Event date not specified, estimate used.